Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6194833. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a 31 g x 5 mm bd micro-fine ultra¿ insulin pen needle broke off and remained in a patient's arm. The patient was evaluated by his physician and received an x-ray that visualized the broken needle. There was no report of any further medical intervention.